Manufacturer narrative:
Investigation summary: no sample and photo was returned with this complaint. Root cause: the non-conformance of this complaint could not be determined as there was no sample, and photo provided for the investigation of this complaint. DHR review: reviewed lot master for batch #7151155. No qn was issued for this batch. No abnormalities observed after reviewing preventative maintenance, calibration and equipment. Conclusion: unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that when withdrawing the bd venflon¿ pro safety peripheral safety IV catheter stylet it did not separate from the catheter. When it was removed the safety mechanism activated partially and left the needle partially exposed. Found during use. No serious injury or medical intervention noted.